Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed the software update to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 297 occurred. The customer stated that a software update was attempted on the previous night. The tse confirmed multiple error 297 in the logs, and logs also showed that software installation failed. The customer elected to use the other da vinci system for the procedure. There was no reported injury.